Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a revision surgery performed on (B)(6) 2022 witch an s&n acetabular shell and liner remained on site the patient had a 2nd revision, due to ¿closed displaced fracture of greater trochanter of right femur with nonunion" the greater trochanter fracture was reduced with zimmer ncb plates (2) and multiples kinnamed cables and screws. No further information is available at the moment. The current state of the patient is unknown.

Event description:
It was reported that after a revision surgery performed on (B)(6) 2022 with an s&n acetabular shell and liner remained on site the patient had a 2nd revision, due to ¿closed displaced fracture of greater trochanter of right femur with nonunion" the greater trochanter fracture was reduced with zimmer ncb plates (2) and multiples kinnamed cables and screws. No further information is available at the moment. The current state of the patient is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, based on the limited information provided the clinical root cause of the greater trochanteric fracture 6 wks. Post revision cannot be confirmed. Without radiological imaging or radiology report a connection with the previous lesser trochanteric fracture cannot be confirmed. It cannot be concluded the greater trochanteric fracture was related to the smith and nephew acetabular cup and liner that remains in situ. For the ceramic liner, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. For both devices, a review of the instructions for use document for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. For the shell, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5, h6: type of investigation code b20 instead of b18.